Event description:
Case description: since last submission the case has been updated with following information: - for suspect products novopen in EU/ca tab expected date of follow-up report was updated - narrative updated accordingly. References included: reference type: e2b report duplicate reference ID#: (B)(4) reference notes: ansm (national agency for the safety of medicine and health products), fra reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00055 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00056 reference notes: medwatch 3500a MFR. Report number reference type: e2b report duplicate reference ID#: (B)(4) reference notes: ansm (national agency for the safety of medicine and health products), fra this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event [preferred term] (related symptoms if any separated by commas). Hospitalized to regulate diabetes [diabetes mellitus inadequate control] novopen 6 blue and gray pens had no connection problem, but the screen remains off [device information output issue] case description: this serious spontaneous case from france was reported by a consumer as "hospitalized to regulate diabetes(loss of control of diabetes)" with an unspecified onset date, "novopen 6 blue and gray pens had no connection problem, but the screen remains off(device image display error)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery . Patient height, weight and body mass index (bmi) was not reported current condition: diabetes (type and duration not reported) on an unknown date, the patient had problems with novopen 6 blue and gray pens and was observed for 30 minutes, had no connection problems, but the screen remained off. Because of this, the patient was hospitalised to regulate diabetes (duration of hospitalization was not reported). Batch numbers: novopen 6: nvgae00 novopen 6: nvgab19 action taken to novopen 6 was reported as unknown. Action taken to novopen 6 was reported as unknown. The outcome for the event "hospitalized to regulate diabetes(loss of control of diabetes)" was unknown. The outcome for the event "novopen 6 blue and gray pens had no connection problem, but the screen remains off(device image display error)" was unknown. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: this serious spontaneous regulatory authority case received via national agency for the safety of medicine and health products from france was reported by a consumer. Investigational result: name: novopen 6 argent, batch number: nvgae00 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. : the batch documentation was reviewed and nc/deviation were searched in novoglow, there is 1 dv in this batch. (B)(6), was about "one novopen6 display incompletely was found during qc sampling check in batch nvgah98." This dv is related to " display- unspecified because the was about display missing segement issue. From (B)(6), the cause was related to dms supplier flex'es supplier (B)(4). According to the dv((B)(6)) investigation, the evaluation about the patient safety was that no medical consequences, so no safety impact to patient, so it was not releated to "adr-misc. " all actions have been completed. :the electronic register was checked. When you receive a new device, the electronic must be activated by dispensing a dose in a random size. Until the first dose has activated the new device, the display will be inactive.when the pen was examined, it was 21 days ago since the pen was used for the first time. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The results were found to comply with specifications it was not possible to perform data transfer before the pen was activated. During examination of the product, no irregularities related to the complaint were detected. Name: novopen 6 argent, batch number: nvgab19 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.: nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. When you receive a new device, the electronic must be activated by dispensing a dose in a random size. Until the first dose has activated the new device, the display will be inactive. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.it was not possible to perform data transfer before the pen was activated. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 6 argent, batch number: nvgae00 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. : the batch documentation was reviewed and nc/deviation were searched in novoglow, there is 1 dv in this batch. (B)(6), was about "one novopen6 display incompletely was found during qc sampling check in batch nvgah98." This dv is related to " display- unspecified because the (B)(6) was about display missing segement issue. From (B)(6), the cause was related to dms supplier flex'es supplier (B)(4). According to the dv((B)(6)) investigation, the evaluation about the patient safety was that no medical consequences, so no safety impact to patient, so it was not related to "adr-misc. " all actions have been completed. :the electronic register was checked. When you receive a new device, the electronic must be activated by dispensing a dose in a random size. Until the first dose has activated the new device, the display will be inactive.when the pen was examined, it was 21 days ago since the pen was used for the first time. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The results were found to comply with specifications it was not possible to perform data transfer before the pen was activated. During examination of the product, no irregularities related to the complaint were detected.